Event description:
For years pt used the dental adhesive with no problems. Last 3 tubes she purchased are new improved and she experienced severe reactions. Red swollen eyes, loss of taste, headaches, throat, closing, redness of tongue, and now stomach aches. Her dr did many tests, all returned normal results. Pt is scheduled for some intestinal tests next. Her dr told her to stop using the adhesive. Since there is no ingredients labeled on the packaging of the product, she could be allergic to them.